Manufacturer narrative:
Additional information: b5, g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of the reported failure is a supplier manufacturing issue addressed on ncr-20813.

Event description:
Additional information received on 12/12/2023: the case was completed using a new ar-9811 apollorf aspirating ablator.

Event description:
On 3/7/2023, it was reported by a sales representative via email that an ar-9811 apollorf aspirating ablator faceplate came off while debriding. This was discovered during an acl procedure on (B)(6) 2023. The surgeon was able to retrieve the broken piece using a grasper, and an x-ray was taken to confirm that there were no fragments left behind. The case was completed successfully without further issues.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.